Event description:
Per the audiologist, the pt performance decreased recently when using the cochlear implant system. Implant testing at the clinic showed seven short circuit electrodes. Results of an integrity test done in 2008 were consistent with normal receivers/stimulator function with multiple anomalous electrodes. The pt's device was explanted on approx two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.